Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level ranged from 195-275 mg/dl. Supply changes were performed to resolve the occlusions. System check could not be performed as the occlusions occurred in the past.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.